Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise on the primary and alternate vectors. In the secondary vector, a massive baseline shift was observed. No inappropriate shock therapy had been delivered. Troubleshooting was performed and during patient movements, a large amount of noise was produced; when the patient was at rest, small amounts of noise were still observed. No adverse patient effects were reported. A device replacement procedure was planned. The device and electrode were explanted and replaced the following week with a new s-ICD system. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise on the primary and alternate vectors. In the secondary vector, a massive baseline shift was observed. No inappropriate shock therapy had been delivered. Troubleshooting was performed and during patient movements, a large amount of noise was produced; when the patient was at rest, small amounts of noise were still observed. No adverse patient effects were reported. A device replacement procedure was planned. The device and electrode were explanted and replaced the following week with a new s-ICD system. No additional adverse patient effects were reported. The explanted products were returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.